Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon 50ug via an implantable pump for spinal cord injury. It was reported that the patient had an infection before, so the pump position was moved to the contralateral side. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the patient received a pump implantation surgery on (B)(6) 2018 and administration was initiated at 50 mcg/day. Subsequently, the pump was removed due to an infection in (B)(6) 2019. The pump was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Upon further review, this information is related to the information pertaining to regulatory report # 3004209178-2019-19047. Please refer to this file going forward. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist) providing the serial number and implant date of the pump.